Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device is missing a segment and the "m" of am/pm is missing in the time. He stated that he noticed the issue a couple of weeks ago. He changed the battery and the issue continues. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.